Manufacturer narrative:
Visual inspection and physical observation confirmed the customer-reported issue of the ac power cord not being able to lock into the companion hospital cart. The root cause of the power cord not being able to lock into the hospital cart was damage to the power entry module grounding pin, which had been scraped and worn on the bottom side. The cause for this damage cannot be conclusively determined; however, it was most likely caused by the locking mechanism not being disengaged by the user when inserting or removing the power cord. This would cause the scraping of metal observed on the grounding pin, causing it to wear down and eventually not allowing the mechanism to lock onto the grounding pin. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4440 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion hospital cart was not supporting a patient. The companion hospital cart has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The companion hospital cart was not supporting a patient. The customer, a syncardia certified hospital, reported that the hospital cart did not lock into any power cords.